Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative inspected the imaging system onsite and confirmed the system was moving intermittently in the x-direction. The representative removed the x-stage cover and rehomed the system. The x-stage was replaced. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, the imaging system was not docking. The x-stage cover was loose. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device manufacture date provided.